Event description:
It was reported the patient's ipg could no longer communicate with external devices due to it being inoperable. X-rays were taken. Troubleshooting could not provide resolution. As a result, the patient underwent surgical intervention. During the procedure, the patient's ipg was explanted and replaced with a different model. The doctor also electively explanted and replaced the leads with a different model. Effective therapy was obtained after the surgery.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.